Event description:
Information received by medtronic indicated that diminished battery life, loose reservoir, slower pump rewind/priming, no delivery alarms, pump does not always alert on low battery, buttons were sticky/non-responsive. No harm and medical intervention were reported. Troubleshooting information was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for the analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp customer returned device alleged for battery lasts less than expected, rewind anomaly, no current code (loose reservoir) and unresponsive keypad observed on (B)(6) 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement and self-test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Battery lasts less than expected was not found during testing nor in the history on the event date. However, battery lasts less than expected was found in the device history on august 22, 2022 at 03:34:00.000. All buttons function properly. Device was cut open to perform visual inspection and found no moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on electrical board was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad and rewind anomaly was not confirmed. No current code was not confirmed. Battery lasts less than expected was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.